Event description:
Atrial bipolar lead impedance warning on (B)(6) 2020. Atrial unipolar lead impedance warning on (B)(6) 2020. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).